Manufacturer narrative:
This report is submitted on july 16, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced irritation and inflammation at the abutment site and was administered topical antibiotics.